Event description:
The patient's daughter-in-law reported that according to the patient's physical therapist, when the patient exercises, the patient's heart rate does not appear to increase accordingly, and that the patient's heart beats slowly in general. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Evaluation summary: analysis was performed and no anomalies were found.